Event description:
It was reported that patient underwent total knee arthroplasty approximately twenty years. Subsequently, a revision procedure was performed on (B)(6) 2014 due to soft tissue degradation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - approximately twenty years ago; PMA/510(k) number - unknown; manufacture date ¿ unknown.